Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured as high impedance and noise were observed. The noise was able to be reproduced at the suture sleeve area. The lead was explanted and replaced. No patient complications have been reported as a result of this event.